Event description:
The customer reported that the remote network station (rns or remote monitoring system) will occasionally be found powered on with a grey screen. The customer can restart the unit to resolve the issue but then finds it yet again with a grey screen.